Manufacturer narrative:
Correction, reportable aware date: initial aware date should be june 4, not june 2 as initially reported.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that x-rays revealed that the patient's lead had migrated. As a result, the physician re-positioned the lead on (B)(6) 2021. Surgical intervention resolved the issue.